Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the blue plug on the o2 connector on the phonate valve (ssvo) came off and wandered into the patient's cannula. The patient experienced respiratory problems ("nearly suffocated"), but the problem was instantly discovered and the blue plug was removed very quickly from the airway.